Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that the patient presented with an occluded stent graft two months later and there was stenosis of both iliac arteries. The stenosis which was distal to the right side of the stent graft was believed to have caused clotting of the stent graft. Intervention was carried out where the physician attempted to remove as much as the clotting as possible. However, the left iliac was still not fully patent and so the physician converted to a fem-fem bypass and an aui was implanted. No additional clinical sequalae were reported and the patient is fine.